Manufacturer narrative:
Unit received with a blank display anomaly due to battery tube power connector not fully connected into j7 of pcba 1. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to blank display. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged and had high blood glucose level. Customer had high blood glucose level of 200 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.